Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The contact did not know if there was patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to a depleted battery. The main batteries and battery harness was replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). After further investigation, it was determined that the issue was not escalated to a CAPA.